Event description:
The customer reported that the surveillance was rebooting when admitting a patient. Per the case notes, this was a warm standby surveillance that was put in place and had not received the 2018 adt reboot software upgrade. There was no patient incident.